Event description:
It was reported that a pediatric peritoneal dialysis (pd) patient ¿accidentally and unintentionally pulled out the transfer set by the patient¿. Subsequently, the patient experienced peritonitis. The peritonitis was manifested by cloudy pd fluid, abdominal pain and vomiting. On an unknown date, the patient was hospitalized and treated with unspecified antibiotics for the peritonitis event. It was reported that the transfer set was not replaced, pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown vantive transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique (accidentally pulling out the transfer set) which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the antibiotics given were ceftazidime (500 mg, once daily, intraperitoneal). Twenty-one (21) days after the start of antibiotics, cefazoline was added (100 mg, once daily, intraperitoneal). It was reported that the patient discharged from the hospital twenty-two (22) days after diagnosis. On an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Same pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.